Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery. Pre-dilatation was performed and the 6.0/60 mm absolute pro stent system was advanced to the lesion. The sheath was retracted; however, the stent did not deploy. The introducer sheath was used to deploy the stent from the delivery catheter into the external iliac artery. There was no resistance noted during advancement; however, it was reported that the lock was blocked. The stent was not deployed in the target lesion, but was deployed in another lesion that was planned to be treated. A new 6.0/60 mm absolute pro stent system was advanced, but was again blocked. The stent was successfully retrieved, but it could not be confirmed how the stent was removed. A new stent was used to treat the target lesion. The patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the stent could not be replicated in a testing environment as the stent was deployed during the procedure. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.